Event description:
It was reported that the hypothermia blanket had leaked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: blanket. Conclusion: replaced unit.